Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited a shift in the working part of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument passed standard visual inspection prior to use. During the procedure, the instrument tube detached from the section connecting to the gripping jaw, increasing its circumference and requiring removal together with the cannula; the port incision was enlarged to facilitate removal. There was no instrument collision, no patient injury, and no observed fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.